Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump under delivered insulin as a result experienced high blood glucose of 600 mg/dl. The customer treated the high blood glucose with syringe. The customer experienced nausea as a result of high blood glucose. The auto mode was not active at the time of event. Customer reports they have a back-up plan available. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The customer also stated had air bubble along the tubing and reservoir. The air bubbles were not removed successfully. The customer performed high pressure test and it did passed. The customer was advised the insulin pump working as designed and replacing infusion set and reservoir. The device will not be returned for analysis.